Event description:
It was reported to philips that the collimator shutters were stuck. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During investigation, it was identified that the reported event occurred on (B)(6) 2024. According to the additional information acquired, the system was in clinical use for a planned non-emergency procedure, and the procedure was completed successfully after a short delay by restarting the system. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. The fse found that the collimator shutter was stuck. After the system restart, the issue was resolved temporarily. To resolve the issue, the fse replaced the collimator. The system was returned to good working condition and ready for clinical use. The system log files were reviewed, and malfunctioning of collimator shutter was confirmed. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via restarts, which allowed for procedural continuation. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may be resolved, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcomes.